Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified no previous service in the past 12 months. The customer¿s initial problem could not be duplicated, however, during further investigation, a torn downstream occlusion (dso) seal was identified. In addition, the dso sensor was stuck. The root cause of the issue was unknown. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for bad usb couldn't update, during device analysis, a torn downstream occlusion (dso) seal was identified. There was no patient involvement.